Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: during investigation, the display screen was found to be dim and discolored. A visual inspection of the pump revealed cracks in the battery compartment. The keypad cover was removed and there was evidence of contamination found under the up arrow and contrast buttons. All of the keypad buttons responded appropriately. Unrelated to these issues, evaluation revealed that the keypad cover was peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display and a cracked battery compartment. Evaluation also revealed that there was contamination under the up arrow and contrast buttons. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/18/2015.